Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 pocket b1 was unable to open and maintenance required. Rebooted the station but issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer pocket was failed and required maintenance. A field service engineer disconnected and reconnected the row board cable, cleared dust and debris, reinserted all cubies, and tested in hardware test application. The first four trays read correctly, but the fifth tray did not and was causing the short and replaced the full height cubie tray, but the fifth tray still did not read and then replaced the entire drawer, tested in hardware test application, confirmed the user inventoried pocket to resolve the issue. The system functioned as intended after the field service engineer repaired the device.